Event description:
Information received indicates the bed will not send a bed exit alarm to the nurse station or place a local alarm or nurse call.

Manufacturer narrative:
The technician isolated the issue to the siderail interface circuit board. He replaced the siderail interface circuit board to repair the bed.